Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Despite multiple attempts the user culture results and cds checklist were not received. The reported event was not confirmed as the scope was not microbiologically tested by olympus. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. The following is included in the device instructions for use: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned for evaluation. Per the report, the device is not returning as it passed the second culture test with negative results. The investigation is ongoing. Follow up is in progress to gather additional information regarding this reported event. A supplemental report(s) will be submitted should any relevant new information be available or received.

Event description:
It was reported that the device failed micro test, tested positive during culture test. The device was retested and results were negative. No report of any contamination or any patient injury or patient infection to which this medical device could have been a contributory cause. No user injury reported.